Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the emergency room on (B)(6) 2015. The cause of death was congestive heart failure. The customer had pulmonary edema and heart disease. The customer's blood glucose at the time of death was 278 mg/dl. This was the last reading on (B)(6) 2015 at 02:41 am. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and had not been using them for a while. The caller declined returning the insulin pump stated that they would like to donate it to the customer's doctor's office.